Manufacturer narrative:
Follow up report will be submitted after philips obtains more information concerning this event.

Event description:
The customer reported they went into the patient room and the patient had expired; there was a failure to alarm. The doctors stated that at 17:44, according to the strips, the monitor should have alarmed a low hr yellow alarm and a then a red alarm. The device was in clinical use. The patient died on (B)(6) 2017.

Manufacturer narrative:
Patient information has been requested, but was not available at the time of this report. The report of the monitor not producing an alarm at 17:44 was not able to be confirmed. Piic alarm logs and screenshots of the bedside review alarm screen were reviewed by philips. The review alarm screenshot shows a lower priority alarm at 17:44 and additional low priority alarms, until a red alarm at 18:01; the data received is consistent with the low priority yellow alarms having sounded, but had not been acknowledged in the time leading up to the high priority red alarm. The piic alarm log did show the red alarm at 18:01, and subsequent red alarms, which show the red alarms had been acknowledged within a few minutes of the alarm sounding. The biomed brought a simulator to the floor and tested all alarms; all were ringing appropriately at the time of testing. The central station did have the speaker disconnected, but the volume level was not minimized and sound was coming from the hard drive. No other issues were reported with this device, and the device remains at the customer site. No further investigation is warranted at this time.